Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Hemorrhage and neurological sequelae are known risks associated with endovascular procedure and listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
During a coil embolization procedure of an aneurysm located in the middle cerebral artery (mca), the physician implanted 4 coils. It was reported that after completion of the coil embolization, the physician observed that one of the coils prolapsed into the parent vessel. The physician proceeded to deploy a stent (subject device) on the m1-m2 segment of the middle cerebral artery in response to the event. Post treatment, digital subtraction angiography (dsa) confirmed that the aneurysm had been successfully embolized with stent assisted coiling and no contrast extravasation was observed. The mca was also confirmed to be normal. However, it was reported that five hours post the index procedure, the patient developed a hemorrhage and was reported to be hemiplegic. No further information is available.

Manufacturer narrative:
This is 5 of 5 reports submitted for 4 coils and 1 stent implanted during the reported procedure. Subject device remains implanted.

Event description:
During a coil embolization procedure of an aneurysm located in the middle cerebral artery (mca), the physician implanted 4 coils. It was reported that after completion of the coil embolization, the physician observed that one of the coils prolapsed into the parent vessel. The physician proceeded to deploy a stent (subject device) on the m1-m2 segment of the middle cerebral artery in response to the event. Post treatment, digital subtraction angiography (dsa) confirmed that the aneurysm had been successfully embolized with stent assisted coiling and no contrast extravasation was observed. The mca was also confirmed to be normal. However, it was reported that five hours post the index procedure, the patient developed a hemorrhage and was reported to be hemiplegic. No further information is available.